Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported that the patient had a revision on (B)(6) 2017. A flipped pump had been confirmed. The pump had flipped multiple times and "it wasn't working." The catheter was quite tangled. It was reported that they had moved the pump to a different location. The patient was still registered with the pump from 2015. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
Evaluation conclusion code 67 applies to the catheter. If information is provided in the future, a supplemental report will be issued.